Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced infection at the ipg and extension sites. As such, surgical intervention took place wherein the entire system was explanted to address the issue.